Event description:
The patient noted that their first problem occurred in the early morning in 2002. The patient experienced a 2084 alarm on the homechoice machine in fill 3/5. The pt called the baxter technical assistance line and was instructed to turn the machine on and off and press go to restart the machine. The technician had the patient fill to 2.5l and then press stop and turn off the homechoice machine for the night. The technician advised the patient to notify their rn in the morning. The patient stated they did not follow up with their rn the following morning. The machine was swapped. The following evening, the patient noted that could not get the new machine to function. The patient got a system error 2201 in dwell 1/5. The technician recommended the patient do manual exchanges to complete their therapy for the night, but the patient refused. The patient insisted a new homechoice machine be delivered that night. The machine was received around 10pm. The patient noted their initial drain was over 3000mls. The patient complained of feeling tired, sweaty, lethargic and not eating due to the therapy time missed. Per the home patient, they are now feeling better and the new homechoice machine is functioning without incident.